Event description:
It was reported that the patient was experiencing recurrent near syncopal episodes and bradycardia. It was also reported that the right ventricular (rv) lead was not capturing, had high impedance and subclavian crush was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.